Event description:
Surgeon was using cement mixing system with cement gun when cement mixing cannister malfunctioned. While filling the patient's femoral canal the cement mixing system lid where the cement was coming out popped off. The rubber seal appeared to give way while the surgeon was squeezing the handle to the cement gun. The surgeon did not get as much cement down the femoral canal as they would have liked. Due to the fact that cement hardens quickly the surgeon did not have enough time to mix more cement and had to make due with what they had already used.